Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the battery (B)(6) was not returned for evaluation. Log file analysis associated with (B)(6) revealed multiple power disconnect alarms involving (B)(6) logged between on (B)(6) 2021 at 05:36:55. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported power disconnect alarm event was confirmed. The reported battery no power event could not be confirmed. Additionally, review of the controller log files revealed three (3) controller power up events with associated pump start events logged on (B)(6) 2021 at 05:38:41, at 05:39:28 and at 05:40:16. The data point prior to the losses of power revealed that (B)(6) was connected to power port 1 with 24% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 40% rsoc. The data point recorded after the losses of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without power for 26 seconds, 43 seconds, and 45 seconds, respectively. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported battery not providing power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Based on the available information, a possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to a battery malfunction. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources or an intermittent disconnection on one power source, potentially due to a battery malfunction. CAPA: pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery did not provide power to the controller and the battery exhibited power disconnect alarms. The battery was removed form service. No patient complications have been reported as a result of this event.